Event description:
It was reported that the patient was not getting an adequate stimulation. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few years ago.